Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("essure removal") in a 42 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of chronic cervicitis, pelvic pain, overweight, multigravida, heavy periods, uterine fibroids, parity 3 and multi gravida. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2017 she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 26.562 kg/sqm. [Hysterosalpingogram] on (B)(6) 2009: diagnosis: tubal occlusion findings: the uterine cavity had normal appearance, the right fallopian tube wasoceluded proximally the eft fallopian tube was occluded proximally. [Pathology test] on (B)(6) 2017: final pathologic diagnosis: excision complete uterus, bilateral fallopian tubes: patchy serosal fibrous adhesions. Cervix with mild chronic cervicitis, nabothian cyst formation and squamous metaplasia. Benign secretory phase endometrium with superficial adenomyosis. Intramural leiomyoma. Bilateral fallopian tubes with nenign unilateral paratubal cyst. Specimens received: uterus, cervix, tubes pre-operative diagnosis: uterine fioroids gross description: within the right and left cornua, there are metallic-shaped foreign bodies consistent with intrauterine device. According to bayer qa, the lot number 68266 is invalid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. An invalid lot number was received in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a 42-year-old female patient who had essure inserted. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2017, the patient underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2023: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") in a 42 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2017 she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("essure removal") in a 42 year-old female patient who had essure inserted (lot no: 68266) for female sterilisation. The patient had a medical history of chronic cervicitis, pelvic pain, overweight, pregnancy, heavy periods, uterine fibroids, parity 3 and multi gravida. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2017, she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 26.562 kg/sqm. [Hysterosalpingogram] on (B)(6) 2009: diagnosis: tubal occlusion. Findings: the uterine cavity had normal appearance, the right fallopian tube was occluded proximally the eft fallopian tube was occluded proximally. [Pathology test] on (B)(6) 2017: final pathologic diagnosis: excision complete uterus, bilateral fallopian tubes: patchy serosal fibrous adhesions. Cervix with mild chronic cervicitis, nabothian cyst formation and squamous metaplasia. Benign secretory phase endometrium with superficial adenomyosis. Intramural leiomyoma. Bilateral fallopian tubes with nenign unilateral paratubal cyst. Specimens received: uterus, cervix, tubes. Pre-operative diagnosis: uterine fioroids. Gross description: within the right and left cornua, there are metallic-shaped foreign bodies consistent with intrauterine device. The most recent follow-up information incorporated above includes data received on: 15-nov-2023: reporters, medical history, lab data, patient information, indication, lot no, added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.